Manufacturer narrative:
Device was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. Device was also received with the serial number label missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated that the insulin pump was making a constant noise. No harm requiring medical intervention was reported. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.